Event description:
During a rotator cuff repair case, the surgeon fired the bipass suture passer, breaking the disposable nitinol pusher. This occurred two times using two separate instruments, bot of the same lot. A c-arm was brought in to assure the pt did not retain a foreign body. This extended the case approx 45 mins.

Manufacturer narrative:
User facility: pt care associates. Neither bipass instruments have been returned. Upon their return, an eval will be performed and a f/u report submitted.